Event description:
It was reported to philips the ventilator will not go into standby. The device was reported to have been in use at the time the malfunction was found. The customer reported that to have placed the patient on an alternative v60 unit and no patient harm was reported. The customer states the ventilator will not go into standby. The philips remote service engineer (rse) asked the customer to check the air flow in service mode. The customer checked and found flow is at -3.1 standard liters per minute (slpm). The rse advised the customer this is the reason the unit will not go into standby with the pressure being sensed. The philips rse advised the customer to replace the flow sensor assembly. The customer is requesting the part number. Provided the customer with part number for the flow sensor assembly. The customer is taking responsibility to correct/repair the device. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10 multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. It is unknown if the customer replaced the flow sensor assembly to resolve the reported issue. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11 the customer reported there was no patient involvement at the time the issue was discovered. The reported issue was discovered during pre-use setup and the device was switched out with a different device to use on the patient. No medical intervention provided to the patient, nor a delay was noted.